Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced constant downstream occlusion alarms in biomed services. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The previously reported evaluation method has been replaced.. The evaluation result, which was previously reported, has been replaced. The previously reported evaluation conclusion has been replaced. Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported false downstream occlusion alarms which were not reproduced. Downstream occlusion alarms were found through a review of the event history log and found to be caused by a failed force sensor. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.